Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflation bulb was disconnected from the stopcock. The event occurred during pre-test. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Photo was provided, after visual inspection of received photo it did show the reported complaint. It was unable to determine the cause of the tubing bond separation.